Event description:
It was reported that shaft break occurred. The patient presented with acute coronary syndrome with non-significant lesions in the circumflex and anterior descending coronary arteries. The target lesion was chronically totally occluded and located in the severely tortuous and moderately calcified proximal segment of the right coronary artery. Following pre-dilatation, a 32 x 3.50 rebel bms coronary stent was advanced for treatment. However, during the procedure, resistance was encountered and the device failed to cross the lesion. The shaft was bent and broken at approximately 25cm from the inflation port. The device was removed without any problems and the procedure completed with a non-boston scientific stent. The patient experienced ventricular tachycardia (vt), was treated with defibrillation at 200 j, and fully recovered. The physician did not consider the shaft break to have caused or contributed to the vt.

Manufacturer narrative:
Returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 21.8cm from the strain relief there was a hypotube separation. The separated ends were ovaled in shape indicating a kink prior to separation. There were numerous hypotube kinks. There was contrast in the inflation lumen and the balloon. There was blood present in the folds of the tightly folded balloon. The stent was found to be intact and in place. There was tip damage to the device.

Event description:
It was reported that shaft break occurred. The patient presented with acute coronary syndrome with non-significant lesions in the circumflex and anterior descending coronary arteries. The target lesion was chronically totally occluded and located in the severely tortuous and moderately calcified proximal segment of the right coronary artery. Following pre-dilatation, a 32 x 3.50 rebel bms coronary stent was advanced for treatment. However, during the procedure, resistance was encountered and the device failed to cross the lesion. The shaft was bent and broken at approximately 25cm from the inflation port. The device was removed without any problems and the procedure completed with a non-boston scientific stent. The patient experienced ventricular tachycardia (vt), was treated with defibrillation at 200 j, and fully recovered. The physician did not consider the shaft break to have caused or contributed to the vt.